Event description:
The manufacturer received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. The unit did not meet the cosmetic criteria and found damaged buttons on upper enclosure. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. No evidence of foam particles found in the assembly and unit was without contamination the manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Section d8, d9, h2, h3 and h6 were updated in this report.